Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the statement the device was not working was clarified to mean the patient struggled with symptom control. It was unknown if the cause was due to normal battery depletion. The cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va0lyjm; implanted: (B)(6) 2014; explanted: (B)(6) 2021; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. And other applicable components are: product ID: 3889-28, lot# va0lyjm, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 22-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor. The reason for call, was caller stated, that the patient had the system removed, because the cables broke. And the system wasn't working anyway. The patient rep said, they don't know when the cable broke, but it was a couple years ago, when the patient had an MRI. No further action taken by pats. Documented reported event.